Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 140 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump had broken battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the display window corner and cracked lcd window.